Event description:
The physician reports performing cataract surgery with attempted implantation of the akreos (B)(4) intraocular lens in the left eye. After the lens was inserted the physician observed that the capsule was not stable and elected to remove the iol. Upon removal of the lens a capsule tear was detected: the surgeon preformed an anterior vitrectomy and successfully implanted an anterior chamber intraocular lens. One suture was required to close the incision.

Manufacturer narrative:
The device was returned to b+l and subjected to visual inspection. Results revealed that the optic of the lens was torn and cut in half. The lens damage is consistent with lenses that have been removed from the eye.